Event description:
The customer reported that a primary kcl infusion was running for at least 1.5 to 2 hours when the tubing started leaking at the pumping segment. There was no report of pt harm or med intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for eval.